Manufacturer narrative:
The consumer reportedly sat on the device when it cracked and pinched her. While getting up the consumer fell forward and allegedly sustained an injury to her nose and four places on her cheek bone. The consumer allegedly received medical treatment at the hospital. Manufacturer contacted the dealer who stated the consumer did not allege personnel injuries at the time the consumer reported the event to the dealer. The dealer refered the consumer to the manufacturer for replacement. Manufacturer is attempting to obtain product for inspection.

Event description:
The consumer sat on the commode when it allegedly cracked and pinched her, causing her to raise up fall when the commode flipped over. The consumer allegedly sustained a broken nose and 3 broken bones under her cheekbone.